Event description:
It was reported this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low r-wave amplitudes and oversensed noise. Technical services (ts) discussed manipulating the system and patient body postures while monitoring for potential artifacts/oversensing. Ts also analyzed the data from the automatic screening tool (ast), and indicated the s-ICD system was not suitable for this patient due to their low r-wave condition. An x-ray was performed and it was determined that the electrode is slightly superior. Ts discussed that after reviewing the ast results there is not a benefit of repositioning the electrode as the patient's amplitude is too low. The physician plans to explant the s-ICD system and implant a transvenous ICD system. At this time, the s-ICD and electrode remain implanted. No adverse patient effects were reported. Additional information was received which indicated the s-ICD and electrode were explanted and replaced with a transvenous ICD system. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low r-wave amplitudes and oversensed noise. Technical services (ts) discussed manipulating the system and patient body postures while monitoring for potential artifacts/oversensing. Ts also analyzed the data from the automatic screening tool (ast), and indicated the s-ICD system was not suitable for this patient due to their low r-wave condition. An x-ray was performed and it was determined that the electrode is slightly superior. Ts discussed that after reviewing the ast results there is not a benefit of repositioning the electrode as the patient's amplitude is too low. The physician plans to explant the s-ICD system and implant a transvenous ICD system. At this time, the s-ICD and electrode remain implanted. No adverse patient effects were reported. Additional information was received which indicated the s-ICD and electrode were explanted and replaced with a transvenous ICD system. The device is expected to be returned. No additional adverse patient effects were reported.